Event description:
Same case as 2134265-201001438. It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). During the index procedure two unspecified taxus express2 stents were implanted at the lesion site. At an unspecified timeframe post-implant, the patient experienced myocardial infarction (mi) and late stent thrombosis was found. No further information is provided.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).